Event description:
Additional information received from the healthcare professional (hcp) reported that the patient was unaware of calling/ stating she saw poor communication screen. The patient was seen in the office on 2015 (B)(6). Program and intensity was adjusted and the patient stated they were not having any trouble and the device was working well.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0wb5q, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4) product type: programmer, patient. (B)(4).

Event description:
The consumer reported that there was poor communication seen on the patient programmer. The patient was recently implanted but there was no bandages or swelling present. The antenna was used. It was confirmed that the antenna was secure and they moved away from any source of potential electromagnetic interference (emi). This did not resolve the issue. The patient reported an accident that was sudden. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. If additional information is received, a follow-up report will be sent.